Event description:
The quattro catheter (lot # 174923) was inserted into the patient's left femoral vein for ivtm therapy. There was no information provided on whether the catheter insertion was smooth or difficult. The physician who inserted the catheter was trying out the thermogard system for the first time and had no prior experience with it. Shortly after starting the treatment, the customer observed a backflow of blood into the tubing. There was no report of the thermogard system generating an "air trap" alarm. Per the reporter, the catheter was leaking from its distal balloon. A very minimal saline infusion into the patient's bloodstream was suspected, as the leak was discovered at the beginning of treatment. The catheter was removed, and the ivtm therapy ended. The customer used arctic sun to continue the treatment because they did not have a replacement catheter. There was no device malfunction on the thermogard console. No patient injury was reported.

Manufacturer narrative:
The quattro catheter in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The reported complaint of a "catheter leak" was confirmed during functional testing of the returned quattro catheter (lot # 174923). Per the reporter, "the catheter was leaking from its distal balloon". During the functional testing at zoll, there was no leak from the distal balloon, but a pinhole leak was observed at the proximal end of the proximal balloon. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. The functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the proximal balloon, confirming the reported complaint of "catheter leak". It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 174923.